Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a crimped cannula. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the to the emergency room and was subsequently hospitalized due to high blood glucose level after staying for about 6 hours in the emergency room. His highest blood glucose level was 550 mg/dl, and he had high ketone levels which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for one day. Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. No further information available.